Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a system failure of the graphics processing unit sub assembly. The device evaluation found the following; the connector was worn and the video connector socket was damaged. The top cover and the front panel was cracked and the connector was worn out. Due to a system failure of the graphics processing unit sub assembly, when "gpupciinfo" appears, it does not end with 16x. Due to a system failure of the graphics processing unit sub assembly, ¿gpubiosversion,ok,80.80.35.00.01¿ was not displayed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the visera 4k uhd camera control unit displayed error code e116. There were no reports of patient harm.

Event description:
It was reported that the reportable event occured during a therapeutic bariatric procedure. The procedure was interrupted and delayed about 20 minutes and was completed with a similar device without complications.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e116 error was displayed due to faulty graphics processing unit sub assembly. Although damage was observed in the video connector socket, the cause was not identified. Olympus will continue to monitor field performance for this device.